Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿suspected vascular occlusion,¿ "pain," and "erythema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject juvéderm¿voluma¿ into blood vessels (intravascular). Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.

Event description:
Healthcare professional reported a ¿suspected vascular occlusion¿ after injection with juvéderm¿ voluma¿ in the supranasal/nasal region. Patient was injected with 0.3 ml of juvéderm¿ voluma¿ ¿in the back of the nose,¿ 0.4 ml ¿in the tip of the nose,¿ and 0.2 ml ¿in each piriform opening.¿ the next day, patient reported pain on the tip of the nose and erythema. Healthcare professional treated patient with hyaluronidase (biometil 2000 utr) in the tip of the nose. No further details were provided.